Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented with presyncopal episodes. Technical support was contacted and a loss of capture was noted as well as episodes of noise that resulted in oversensing on the right ventricular (rv) lead. Lead damage was suspected but was not able to be confirmed visually during the revision procedure. The rv lead was capped and replaced to resolve the event. The patient was stable.